Event description:
It was reported that the ilet user experienced recurrent nocturnal low glucose readings to approximately 55 mg/dl and repeatedly treated each episode with four bags of fruit snacks, which led to subsequent high glucose values near 300 mg/dl. The ilet then delivered correction insulin, after which the user again overtreats with four bags of fruit snacks, resulting in cyclical glucose excursions, and the event was attributed to improper treatment actions rather than a device component issue. Symptoms included hypoglycemia with associated confusion/ disorientation and subsequent hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed no device problem and identified a usage problem characterized as improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.